Manufacturer narrative:
No f/u required, because the lead was capped off inside the patient, and no subsequent device or clinical adverse events have been reported; decision made by the persons signing this report. The event will be re-evaluated if add'l info becomes available. No allegation our lead failed to meet its performance specifications or caused or contributed to the reported event. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. Cathy o'brien does not require a report, reference sorin (B)(4).

Event description:
On (B)(6) 2014, the customer reported according to the sales representative this lead was capped on (B)(6) 2013 because it was fractured. There were no other adverse patient events reported. The lead was actively implanted for approximately 10 years, 6 months. Updated info rec'd from the customer on (B)(6) 2014, the customer reported according to the sales representative this lead was capped on (B)(6) 2013 because it was fractured. No subsequent device or clinical adverse events have been reported.